Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and dissection occurred. The 75% stenosed distal lesion being treated was located in the left anterior descending (lad) artery. The pt presented with chest pain and angina. The lad lesion was predilated with a 3.0x20mm quantum maverick, inflated twice times to 8atm for 15-20 seconds. Then the 90% stenosed ostial lesion located in the 1st diagonal was predilated with a 2.25x12mm quantum maverick, inflated twice times to 8-9atm for 15-20 seconds. A 3.00x28mm taxus liberte drug eluting stent was deployed in the lad, inflated to 14atm for 12 seconds, and a 2.25x24mm taxus express2 atom drug eluting stent was deployed in the 1st diagonal, inflated to 14-atm for 13 seconds. The pt was doing fine and was in observation. Medication given: heparin. Three hours post the initial procedure, the pt presented with confusion and was given oxygen. The pt coded and CPR was initiated. The pt was defibrillated. Acute vessel closure was identified in the ostial lad. The physician felt like an edge dissection was present from stent located in the lad, but was unable to tell without ivus; ivus was not performed. A temporary pacer was placed. The area in question was dilated with a 3.0x15mm quantum balloon, inflated to three times to 3-18atm for 7-37 seconds. A 3.00x12mm taxus express2 stent was deployed to 16atm for 27 seconds. Then a thrombectomy catheter was used. Additional inflations were made with a 3.0x15mm quantum balloon, inflated three times to 14-18atm for 12-20 seconds. The temporary pacer was removed. Medications given: heparin, atropine, nitro, and integrelin. Pt status reported as "ok".